Event description:
A facility reported that the hook cev2295a 3pk n5 for hook handle (cev2295a) melted at its ends. It is unknown whether there was patient involvement, injury, death, or surgical delay.

Manufacturer narrative:
The hook cev2295a 3pk n5 for hook handle (cev2295a) was returned for evaluation: failure analysis: the customer returned six hooks; one of them was not coated at integra microfrance (imf), the lightest blue. The blue coating had melted on the ends of the hooks. Some coatings were blistered; another had a black deposit. Another has been rubbed with an abrasive material, presumably during cleaning. Root cause analysis: the blistering is probably due to the use of too high a voltage or a prolonged activation of the device. The hook whose coating was blackened was most likely in contact with another instrument. The coating was scratched by the use of an overly abrasive material during the cleaning. A corrective and preventive action (CAPA) has been raised to investigate this issue and is pending corrective action.